Event description:
The customer received questionable troponin I (tni) result on their e601 analyzer. The customer provided data for 27 patients, of which there were 11 patients with discrepant results. Units of measure included where known. The first patient's initial tni result was 1.33 gn/ml from the primary tube. The sample was repeated in a sample cup and the result was 0.1 ng/ml. The sample was then repeated from the primary tube and the result was 0.1 ng/ml. The second patient's initial tni result was 0.363 from the primary tube. The sample was repeated in a sample cup and the result was 0.274. The third patient's initial tni result was 0.402 from the primary tube. The primary tube was repeated and the result was 0.304. The sample was repeated twice in a sample cup and the results were 0.266 and 0.282. The sample was then repeated from the primary tube and the result was 0.378. The fourth patient's initial tni result was 0.107 from the primary tube. The sample was repeated in a sample cup and the result was 0.468. The sample was then repeated from the primary tube and the result was 0.1. The fifth patient's initial tni result was 2.58 from the primary tube. The primary tube was repeated and the result was 0.134. The sample was repeated twice in a sample cup and the results were 0.1 and 0.1. The sixth patient's initial tni result was 0.132 from the primary tube. The sample was repeated in a sample cup and the result was 0.226. The seventh patient's initial tni result was 0.211 from the primary tube. The primary tube was repeated and the result was 0.1. The sample was then repeated in a sample cup and the result was 0.1. The primary tube was then repeated and the result was 0.1. The eight patient's initial tni result was 0.562 from the primary tube. The sample was repeated twice in a sample cup and the results were 0.1 and 0.1. On (B)(6) 2011, the field service representative performed a photometric check, pipette adjustment, and a black cell on both cells. On (B)(6) 2011, the ninth patient's initial tni result was 0.504 ng/ml. The repeat sample was <0.100 ng/ml. On (B)(6) 2011, the tenth patient's initial tni result was 0.358 ng/ml. The repeat result was <0.100 ng/ml. On (B)(6) 2011, the eleventh patient's initial tni result was 0.314 ng/ml. The repeat result was <0.100 ng/ml. It is unknown if which result was considered correct. It is unknown if any results were reported outside the laboratory. It is unknown if there were any adverse affects to the patients. The tni reagent lot number was 164347 and the expiration date was 09/29/2012. The customer thinks there might be an error in their centrifugation of the sample.

Manufacturer narrative:
This event occurred in (B)(6). The e601 analyzer with serial number (B)(4) related to this event is reported in medwatch with (B)(6). The e601 analyzer with serial number (B)(4)related to this event is reported in medwatch with (B)(6).

Manufacturer narrative:
No root cause could be determined with the information provided. The quality control results were within limits. Analyzer performance checks performed in december were within specification. Based upon information provided, it is possible the customer was centrifuging the sample at too low of a g-force.